Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. Upon interrogation, the lead had pulled back out of the coronary sinus. X-ray confirmed the lead dislodgement. It was mentioned that the patient is known to have twiddler¿s syndrome but no evidence was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.